Manufacturer narrative:
There was no information available regarding the event date. However, it was reported that the device was removed on (B)(6) 2018. Therefore, (B)(6) 2018 has been selected as an event date. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). Other: tga device incident report reference no. (B)(4); submitted to tga (therapeutic goods administration) by the physician. (B)(4). Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted during a procedure performed on (B)(6) 2012. According to the complainant, the patient experienced chronic leg pain. Subsequently, on (B)(6) 2018, the patient underwent mesh removal.